Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump has missing segments on the display screen. Troubleshooting found that there is only a partial display of information on the screen. Customer changed the battery but display did not return. Customer's blood glucose level was 145 mg/dl at the time of incident. Customer also indicated that they went to the hospital due to the pump being dropped and damaged. Customer indicated that they were unable to use the pump after it was dropped. Troubleshooting found that the customer was treated at the hospital with insulin and released. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional test including self-test, displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The device functioned properly. The insulin pump passed the delivery accuracy test. No unexpected vertical lines on screen or screen anomaly noted during testing or unexpected blank display noted. Unit functioning properly. The device was receive with minor scratched lcd window, cracked reservoir tube window corners, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
(B)(4).

Event description:
The customer was contacted to clarify that she was not off of the insulin pump when she went into the emergency room to treat for her high blood glucose. The customer's blood glucose at the time of the hospitalization: unknown the customer declined to provide additional information regarding hospitalization details at this time.